Event description:
During laproscopic cholecystectomy, the hydro-surg plus laparoscopic irrigator with nezhat-dorse smoke evac trumpet valve and suction & irrigation tubing did not function. When the physician started to use the irrigation, the pump on the apparatus did not work (no forced irrigation or sound heard from the pump).